Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the left side battery had eroded through the patient¿s chest wall skin which was why it was removed. It was also noted that patient's left side implantable neurostimulator (ins) battery removal due to infection. The left (ins) battery was removed along with the extension lead. It was also reported that the right side ins battery was ¿failing and in need of replacement¿, therefore healthcare provider replaced it on (B)(6) 2016. The patient had new device implanted on both side on (B)(6) 2016.

Event description:
The battery eroded through the incision due to patient activity. It was replaced due to infection. The cause of the right battery failing was not due to battery depletion. The hcp did not clarify the cause of the right battery issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a company representative regarding a patient who was implanted with a neur ostimulator for parkinson dual. It was reported that the patient complained of pain and itching. It was discovered that the implantable neurostimulator (ins) wore through the skin and was visible. It was unknown what led to this event. The ins was explanted on (B)(6) 2016 and issue was resolved at time of the report. A week later, the hcp further reported that the patient was a poor historian and the cause of ins wearing through the skin was due to the patient "picked" at the incision. The patient had not come into the clinic. It was indicated that the battery was completely worsened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.